Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The hc device failed the return instrument test/evaluation (rite) electrical test due to failed earth leakage current performance specification test. External inspection found no issues. Internal inspection found signs of fluid ingress to the device. Upon inspection of device, fluid was found in the bottle assembly, door assembly and inside of the pump assembly, causing the pump to short and not activate. The cause of the rite electrical test failure was determined to be the shorted pump assembly. Due to fluid ingress; pal identified this device to be scrapped during servicing. A service history review (shr) revealed that no issues were identified that may have contributed to the failed earth leakage current. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A baxter service technician found that a homechoice system failed an earth leakage current performance specification test.